Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. The device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery for trochanteric fracture of femur, it was discovered that the battery handpiece device did not work even when the battery was exchanged. There was a thirty-minute delay to the surgical procedure. A spare device was used to successfully complete the surgery. It was further reported that after the surgery, the sale representative examined the handpiece device and the device worked normally. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.